Manufacturer narrative:
The investigation has been completed. No product and data logs were returned. As per clinical, the patient experienced a cerebral hemorrhage and later the pump was explanted. It was unknown whether the timing of heparin administration was causing cerebrovascular accident concern during percutaneous coronary intervention. The cause of the stroke issue was most likely patient condition related and unknown relation to impella due to insufficient clinical/log review. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The user facility reported a 85-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported the patient had acute myocardial infarction/multivessel lesion. At a later date, the culprit and remnant branch that had not been fully opened were treated. Although the percutaneous coronary intervention was successful, the pupillary immobility was confirmed, so a computed tomography scan of the head confirmed a cerebral hemorrhage and the impella was removed.